Event description:
Upon opening and counting a (supposedly) 4-pack of sterile sutures, this rn and surgical tech amber small discovered that there were five (5) instead of four (4) needles inside the packaging. The needles and packaging were removed from the operaing room.